Event description:
The iab kinked during insertion. The iab was removed and a second was inserted. The following was rpt'd on 4/2/97: while preparing the catheter for insertion, the surgeon could not get the iab past the hemostasis valve. While attempting this, the catheter accordianed outside the hemostasis valve and it kinked. Event complications: none from teh event - rpt'd 3/17/97 and 4/2/97. Pt current status: fine - rpt'd 3/17/97, 4/2/97.

Manufacturer narrative:
Evaluation: the iab was intact for evaluation with the balloon membrane noted to be completely folded. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The balloon pumped satisfactorily at 80 and 160 bpm. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no defects was found in the iab found during laboratory testing. In general, kinking of an iab may be attributed to one or more of the following: 1. A severe vessel tortuosity and/or pt movement. 2. The user may have failed to secure the catheter and y-fitting to the pt. Manipulation of the kinked portion of the catheter can minimize the restriction and improve balloon performance. 3. The user may have pulled the balloon out of the sleeves through the slot provided in the tray on a sharp angle instead of "straight out" as instructed in datascope's instructions for use (causing the iab to kink at the proximal taper). 4. The user may have kinked the iab on insertion if the balloon was not supported by the guide wire or if the catheter was held too far back from the insertion site during the insertion procedure.